Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, cracked battery tube threads, cracked display window, missing end cap sticker, and cracked case near display window corners, which were noted during visual inspection. The device also had a missing reservoir tube lip o-ring.

Event description:
It was reported that the insulin pump had a crack in the reservoir tube after it had been dropped. The reporter did not know the blood glucose reading. Advised return of the device for analysis. Nothing further reported.